Event description:
Middle-aged female with history of diabetes, epilepsy, proteinuria and chronic kidney disease. Procedure in interventional radiology CT- biopsy renal core. Upon opening the biopsy needle, dr. Saw that the very end tip of the biopsy needle was bent outward. He attempted to check this needle for attempted use but opened a 2nd needle for use. No harm done to patient.